Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During an unspecified procedure, the subject device was used. The jaw of the subject device was broken off and fell off into the patient. The fragment of the jaw was retrieved from the patient. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00647 to provide additional information based on the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on (B)(6) 2017, it was confirmed that the probe of the subject device was broken at 11.5 mm from distal end. The broken probe tip was not returned to omsc. Both the probe and the non-insulated part of grasping section had spark marks. The shape of the fracture surface showed that the crack developed from the spark mark as the starting point. The proximal side of the ptfe pad was worn away. The coating on the outer surface of the jaw partially came off. This report describes the probe damage. The device history record for the lot indicated no abnormality with the event-related items below. Hf oscillation inspection, appearance, this type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the proximal side of the ptfe pad was worn since the user output the device in seal & cut mode with grasping thick hard tissue at the distal end of the grasping section. Since the proximal side of the ptfe pad was worn, the probe contacted with the non-insulated part, and a spark occurred between the probe and the non-insulated part. The crack developed with the spark mark as the starting point when the user output in seal & cut mode or grasped the tissue. Besides the probe was broken when the probe received a load. The instruction manual of the device has already warned as follows; do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.